Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported battery inoperable alarm was confirmed through review of the device logs. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) for evaluation and was returned to the manufacturing facility located in sydney, australia for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a customer had an astral device with a "battery inoperable" alarm. This resulted in a total power failure of the device. There was no patient injury reported as a result of this incident.